Manufacturer narrative:
Cor-knot® titanium fasteners are used to secure suture in general and cardiovascular surgical applications. In practice, the user loads a cor-knot® quick load® unit - comprising a hollow cor-knot® titanium fastener - into the distal tip of a cor-knot® device. Next, the user gently slides the distal tip of the loaded cor-knot® device over the suture down to a targeted site. The user orients the device appropriately and tensions the suture as desired. The user then squeezes a lever on the cor-knot® device to crimp the titanium fastener onto the suture and trim the suture tails. The crimped cor-knot® fastener secures the suture. The user then confirms the proper position of the crimped cor-knot® fastener. There is no report that the cor-knot® device did not perform its intended function of securing suture within the crimped titanium fasteners. The case report contained within the tct presentation described an obstruction of the left main coronary artery as a result of the position where one of the titanium fasteners was placed. It may be interpreted from the case report that one of the cor-knot® fasteners was placed by the original surgeon in such a way that the corresponding coronary ostia was at least partially obstructed by the fastener. We believe it is understood by cardiac surgeons that they should not place any objects (e.g., prosthetic valve components, suture tails, titanium fasteners, etc.) In locations that can potentially obstruct coronary ostia, reduce coronary artery flow, and/or deprive heart tissue of oxygenated blood in that distribution. As noted in the cor-knot® instructions for use, "while the titanium of the cor-knot® fastener is physiologically very inert, routine surgical precautions must be employed whenever foreign materials are left in a patient". Similarly, as also noted in the cor-knot® instructions for use, "inspect to ensure the cor-knot® fastener and suture tails are oriented away from delicate tissue and prosthetic structures." Although it was reported that a stent was successfully used to push the misplaced titanium fastener aside, ensuring the coronary artery was not obstructed, we believe surgeons should apply appropriate judgment in such a way that their treatments and routine precautionary measures avoid or minimize the risk of coronary ostia obstruction in the first place. It is the surgical standard of care to intraoperatively confirm that nothing placed in the patient, including a prosthetic heart valve, its metallic ring, or a titanium fastener, is obstructing a coronary ostium. In cardiac surgery, surgeons typically inspect coronary ostia before and after working around these openings; this inspection is visual and frequently also involves the use of atraumatic probes. The coronary ostia are delicate tissue structures and should be recognized as such. To avoid causing an obstruction of critical blood to the heart, objects, including remnant suture tails and/or titanium fasteners, should not be oriented toward the coronary ostia. The outcome reported in the tct presentation is more attributable to a lack of routine surgical precautions than to cor-knot® technology. More than (B)(4) cor-knot® titanium fasteners have been used in cardiac surgery worldwide since 2011. In that time, including the current reported event, there have only been two instances where a cor-knot® titanium fastener was reported to have been positioned by a surgeon in a location where it could block a coronary ostium. This has an exceptionally low occurrence rate of (B)(4), illustrating the rarity of this risk. There is no claim that the fastener itself malfunctioned in any way. We are glad to hear that the patient's symptoms were fully resolved following placement of the stent and implantation of a different valve. The history, literature, and known clinical surveillance of the use of titanium fasteners in aortic valve surgery strongly support the use of this technology when deployed consistent with the routine standard of care. The information provided in this form is based on what is reasonably known to us and also includes information in our possession, and information that we were able to obtain by analysis.

Event description:
On october 31, 2024, a copy of a presentation which was reported to have been given at the transcatheter cardiovascular therapeutic (tct) conference in 2023 was sent to lsi. The presentation detailed the case of an 83-year-old female patient with a complex past medical history significant for an aortic valve replacement (avr) procedure with a 21mm trifecta bioprosthetic valve secured with cor-knot® titanium fasteners and an aortic root enlargement, stage iii chronic kidney disease, and is on coumadin with an inferior vena cava (ivc) filter. The patient was transferred to the treating hospital with a non-st segment elevation myocardial infarction (nstemi) and acute hypoxic respiratory failure for which she was intubated. The patient's imaging was significant for echocardiography that showed "severe bioprosthetic aortic regurgitation", a heart catheterization that showed "99% left main stenosis from corknot", and a CT scan that showed "corknot obstructing the left main coronary artery": and "low coronary heights." The patient underwent drug eluting stent placement and transcatheter aortic valve replacement (tavr) at the treating hospital at that time. Following the case, the patient was found to be in nyha class 1 at one year follow-up.